Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Ous MDR - boston scientific received info that three weeks post implant, interrogation revealed no issues with this right ventricular lead. However, the physician reported a perforation had occurred. A decision was made to further monitor the lead. Four days later, the pt passed away. The physician did not feel the pt's death was due to the lead perforation. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. The exact date of death was not provided.